Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
It was reported that the catheter broke off during onyx injection and the broken segment remained inside the patient. No patient injury reported.